Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, dysfunction, damage to surrounding bone and tissue, elevated metal ion levels, loss of range of motion, and lack of mobility. Patient underwent a left hip revision procedure on (B)(6) 2013 and a right hip revision procedure on (B)(6) 2013. Legal document further alleges acetabular cup loosening during the left hip revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, dysfunction, damage to surrounding bone and tissue, elevated metal ion levels, loss of range of motion, and lack of mobility. Patient underwent a left hip revision procedure on (B)(6) 2013 and a right hip revision procedure on (B)(6) 2013. Legal document further alleges acetabular cup loosening during the left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2013 due to acetabular cup loosening. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain and acetabular cup loosening. Revision operative report noted the presence of inflammation but no infection. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2014-01173/-01174/-01175/-01176/-01177/-01178).